Event description:
It was reported the patient was presented to the clinic for a scheduled follow up. During interrogation of the patient's pacemaker, the right atrial (ra) lead was found to exhibit noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.